Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; crease fold, wear abrasion, opening on posterior and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified: puncture opening on anterior, crease smooth opening on anterior and striated opening on posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consist in the use of some surgical tool. A striated opening assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on anterior assessed as fold flaw opening additional, changed, and/or corrected data: b5,d6b,d9,h3,h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.